Manufacturer narrative:
Date of event: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had cloudy serum and plasma.

Manufacturer narrative:
Correction: event or problem description is corrected to it was reported that the bd vacutainer® sst¿ blood collection tubes had cloudy serum and plasma. Medical device brand name is corrected to bd vacutainer® sst¿ blood collection tubes. Unique identifier (UDI) # is corrected to (B)(4). PMA / 510(k)# is corrected to bk050036.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had cloudy serum and plasma.